Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the 30-degree endoscope plus could only reproduce the image upside down. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: as soon as they saw the picture inverted, they immediately replaced the endoscope.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.